Event description:
On the initial report received by aso on (B)(6) 2022 consumer reported that she had a reaction to the product wherever the adhesive touched the skin. She added the reaction looked like a regular rash at first, swollen and red; and later started to look like a carpet burn on her stomach. On completed customer information request (cir) received from the consumer on (B)(6) 2022, consumer stated that she sought medical attention and was prescribed a cream and pain and inflammation reduction pills. Consumer also informed that the symptoms did not correct after stopped using the product and that she still has a brownish outline or scar of where the adhesive was.

Manufacturer narrative:
The initial complaint by the customer did not indicate that an MDR would be required. However, per the info received on (B)(6) 2022 medical treatment was sought. Based on the information received, aso opted to file an MDR. As of 04/04/2022 unused returned samples and unused retained product from the same lot were submitted to the lab for testing with no defects noted. In addition, aso reviewed records of biocompatibility tests and latex screening. Refer to section of this report for further details.